Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was inpatient presenting with sudden increase in spasticity and bladder retention. The caller was ¿ questioning¿ the function of the pump as the patient¿s family told the healthcare provider (hcp) that the patient had a similar experience previously when there was a pump malfunction. The pump was not alarming. The history shows the last refill on (B)(6) 2013 and not due for refill until december. Additional information received reported that there was a change in therapy effect, the patient intermittently had increased tone in his legs which affected his ankles, making them ridged. The patient was able to walk with a crouched gait. It was reported that the condition ¿typically lasts a couple of hours¿ but the last time it lasted 24-36 hours. It was noted that there had been 3 to 4 episodes; with the first one ¿about a year¿ before the report was made. The specific dates of the episodes were not reported. The patient had cerebral palsy and was in ICU (intensive care unit) at the time of report, was being monitored and was in stable condition. It was noted that during the previous two episodes that hcp (healthcare provider) had aspirated the catheter and re-primed and the patient got better, the other times ¿it spontaneously got better.¿ there were no alarms. No diagnostics had been done as of the time of the report. It was then noted later in the same call that a dye study had been done and it ¿seemed like he¿s not getting any drug¿ noting that they had done a ¿lumbar insertion¿ and the dye ¿just pooled there, nothing came out of the tip.¿ the hcp said that the residual volumes were ¿usually within 10%¿ at refills. It was discussed that the hcp ¿may¿ do a therapeutic bolus of 15-205 of the daily dose to see if the patient responds, but it was not clear if a bolus was given. The hcp also noted that he ¿may switch the patient to flex dosing to administer periodic boluses,¿ but it was not stated if reprogramming occurred. The patient was ¿otherwise medically stable,¿ had no pruritus, and his cognitive function was okay. It was also noted that the hcp attempted to program a 20% decrease in dose and after pump update there was no session data report created. Caller states that 8840 is brand new and software version used is aaq, this was the first pump he updated with the new 8840. Caller stated that he thinks he completed the update but wasn't certain. Caller said he believed the problem could be "user error." Caller states that catheter was at t10. The device system was used to infuse lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8840, product type programmer, physician; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient experienced increased spasms, 1 day of visual blindness, headaches and anxiety. Troubleshooting included withdrawing of csf from catheter access port done on (B)(6) 2013. It was noted the patient had post operative spinal headaches and then low pressure hydrocephalus requiring evd (external ventricular drain) placement with negative pressure on (B)(6), ventricals finally normalized (B)(6) and feeling better, evd to be removed and vp shunt replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient actually has had the complaint of intermittent response since shortly after implant. They would check the device and there were never any issues found so they would just increase the dose or monitor the patient for issues. Per the reporter it was not until the hcp finally decided to check the catheter with a dye study that the issue was discovered. Per the hcp's nurse in their eyes, there was enough reason to believe that there was always a catheter issue. Additional information later reported the cause of the issue was catheter failure at lumbar insertion site, seen on dye study. Troubleshooting included a dye study, positive for tear and cap access port csf withdrawn was fine. It was also noted "catheter disconnect". It was noted a new catheter was used, new style, more durable. The patient was noted as doing ok now and receiving effective therapy. The following information was previously reported via manufacturer's report # 3004209178-2013-20628: [ it was reported that, at the time of the report, the patient had a change in therapy effect with a sudden increase in spasticity and bladder retention. The patient previously had a similar experience when there was a pump complication. The drug involved in this event was not reported. However, at the time of the report, the device system was used to deliver baclofen] additional information later indicated the events were related and now all information will be reported via manufacturer's report # 3004209178-2013-17433 and not manufacturer's report # 3004209178-2013-20628 as previously indicated.